Event description:
Caller reported a malfunction on the pump that displayed a specific malfunction code. There was no reported impact to the customer's blood glucose level, and the caller declined to answer whether the level exceeded a certain threshold. Customer service provided information to reset the pump and assisted with the process, ensuring the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reappeared.